Manufacturer narrative:
D6a: implanted date: device was not implanted . D6b: explanted date: device was not explanted. E3: occupation: cath lab lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the doctor placed the precision sheath and when removed wire, the wire was shredded. There was no harm to patient and procedure was completed with no issues. Procedure being performed was a laparoscopic cholecystectomy (l/c). There was no blood loss. Additional information was received on 09may2025: nothing was left in the patient per the physician. The physician used a different micro wire and exchanged the precision for a pinnacle with no issues.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One ik precision guidewire and packaging were returned to terumo medical corporation for evaluation. The sample was subject to visual analysis. The guidewire is sheared and unraveling. The complaint can be confirmed for 'guidewire shredded and separation'. The exact root cause cannot be determined. The likely root cause is the guidewire was withdrawn during increased resistance. The device history record was reviewed to ensure each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with terumo medical corporation specifications and procedures. Currently, no action is recommended since the risk evaluation is within the predetermined limits in hazard based risk table (hbrt).